Event description:
The customer reported to baxter (B)(4) that the upper y-site of the clearlink continu-flo solution set would not allow flow from an unknown baxter secondary set. The no flow is occurring at the upper y-site and saline was used. There was no patient involvement as this occurred during a demonstration. A baxter pump was used during this demonstration, but the serial number is unknown. There was no patient injury, adverse event or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned an actual sample and an actual baxter secondary clearlink set (B)(4) for evaluation. Visual and functional testing was performed on the samples and the reported condition was not confirmed. The samples passed slit visualization testing with an in-house (B)(4) 10ml male luer lock syringe. The syringe was applied to the clearlink y-sites and the baseline slit was detected in the samples. The samples passed fluid path occlusion testing, referee testing, clear air passage testing, and under water pressure testing at 8psi. The returned secondary medication set, (B)(4), was connected to the primary set. The secondary set was hung assuring the height of its container and chamber are above the primary container and chamber. The purpose of this test is to check the general function of the product and the adequacy of the directions for use. The sets worked according to the procedure and the reported condition was not detected in the samples. The batch review can not be performed as the lot number was not provided.